Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three months post replacement procedure, the physician suspects that the patient developed a pocket infection. The patient presented for follow-up on the recent cardiac resynchronization therapy pacemaker (crt-p) wound infection on the right pectoral region. The patient stated a couple weeks prior that they noticed purulent discharge from the right pectoral region at the device site. The patient was prescribed antibiotics. It was noted that the superficial wound at the device site healed up, but the patient was experiencing rigors and chills for several days, therefore the patient presented for reevaluation. It was noted that there was mild fluctuation in swelling upon palpitation at the right pectoral device site and it was warm to the touch. During the removal procedure, purulent discharge was observed after the incision was made. The patient received pre-operation peripheral intravenous (IV) antibiotics. The right-side crt-p system was removed, and the pocket was debrided and washed with antibiotics. The implantable cardioverter defibrillator (ICD) system on the left pectoral site remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w4tr03 crtp; 6725 adaptor implanted: (B)(6) 2024; 459888 lead implanted:(B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.